Event description:
The customer reported that the system displayed intermittent low milliampere and filament regulator error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The millampere null was measured, the differentiator waveform was checked, and the filament was calibrated. The system was tested and found to be working as intended and put back into service.